Manufacturer narrative:
(B)(4). Batch # r5701z. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
Staples malformed. During the partial pulmonary resection, after fired, found the proximal part of the staples malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) batch number ==> r5701z investigation summary ==> the analysis results showed that one ecr60b cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.